Event description:
It was reported that the right ventricular (rv) lead exhibited a drop in sensing and failed to convert rhythm during the defibrillation threshold testing (dft). The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse health consequences.